Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported that the patient's hip was revised to poly wear, instability, and pain. The patient's shell, poly liner, and femoral head were revised to a trident cluster shell with mdm liner, adm/mdm insert, and a new femoral head. Rep reported that no further information will be released by the hospital or surgeon.